Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female patient who used super poligrip original denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1994, the patient used super poligrip original denture adhesive cream. At an unknown time after using super poligrip original denture adhesive cream, the patient experienced nerve injury. Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the event was unresolved. According to the legal complaint, the patient "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the patient's "injuries and damages are permanent and will continue into the future." Follow up information was received on 30 april 2012 via medical records. On (B)(6) 2011, the patient had a normal nerve conduction study and electromyogram (emg) study of the left lower extremity. On (B)(6) 2012, the patient had an initial neurology consultation with complaints of neuropathy. The patient was initially diagnosed with neuropathy in 2009 when she suffered bilateral localized thigh burning and numbness. The patient had a workup that included a nerve conduction study and was diagnosed with neuropathy. She was found to have a deficiency of vitamin b12 and was given injections followed by oral supplements. The sensations of numbness, burning, and sharp pains spread throughout her legs and arms. The patient also occasionally felt as though she was wearing "gloves on her hands", had difficulty with her gait, and lost her balance. The patient tried a number of medications with only slight relief of her pain with cymbalta. The patient had multiple workups, including a repeat nerve conduction study completed in 2011. The patient had a recent workup for evaluation of zinc and copper, which the patient reported had been within normal limits. Assesment included peripheral neuropathy. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00053. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).